Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery before and after a battery change. The customer's blood glucose reading was 185mg/dl at the time of incident. Troubleshooting found that the failed battery alarm was cleared but would then alarm again. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a corroded electronic assembly. Unable to perform the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests, or verify the weak signal, power loss, failed battery test, and replace battery now alarms due to the blank display. Also, the pump had corrosion on the motor and force sensor. No moisture damage was found on the keypad assembly during visual inspection. The pump was received with a scratched case, a cracked case behind the pump near the battery compartment, a missing display window cover, a pillowing keypad overlay, and minor scratches on the lcd window.